Event description:
Related to MFR report # 2183959-2012-00869, 2183959-2012-00870. On (B)(6) 2009, the plaintiff was implanted with a miniarc sling. It was alleged by the plaintiff's attorney that the plaintiff experienced "injuries including erosion, infection, pain, discharge, dyspareunia, distended abdomen, multiple corrective surgeries and mental anguish as a result of her implantation." It was also alleged that the plaintiff experienced a diminished capacity for the enjoyment of life, a diminished quality of life, and other such damages.

Manufacturer narrative:
Should additional information become available regarding this event, it will be re-evaluated and a follow-up report will be sent.